Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted. No display ramping on its own anomaly noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the insulin pump and passed. The insulin pump received with minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time 272mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.